Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Two screws are split in surgery, a portion remains inside the bone. The screws are placed under normal circumstances and appropriate steps. No adverse consequence or surgical delay reported.

Event description:
Two screws are split in surgery, a portion remains inside the bone. The screws are placed under normal circumstances and appropriate steps. No adverse consequence or surgical delay reported.

Manufacturer narrative:
The reported event could be confirmed since the device was returned and it matches the alleged failure mode. The device inspection revealed the following: the returned products ¿bone screw, t7, 2.7x16mm¿ visually examined under a microscope. The bone screws was broken, near at the tip. The head portion was returned for investigation other portion remained implanted in the patient. The torx-profile of the screw head was heavily damaged/deformed and stripped. Close up with the microscope indicated severe deformation occurred during insertion. The broken surface showed the structures of a typical ductile overload breakage. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excessive torsional force applied during screw insertion. A review of the labeling did not indicate any abnormalities. The batch record could not be reviewed because the lot number was not communicated. The instructions for use instructs user that: ¿¿ when engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage and leading to optimal friction fit performance. ¿ screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. ¿ excessive tightening of the locking screw may lead to titanium particle generation. Particles should be removed to prevent potential inflammation. ¿ excessive tightening of the locking screw may lead to stripping of the locking threads. In the event that a locking screw thread strips out, a bone screw should be used.¿ if any further information is provided, the investigation report will be updated.